Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the right ventricular lead exhibited high thresholds, the physician believes the tip may have been damaged during repositioning attempt. The lead was removed and replaced. The patient was in good condition post procedure.